Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but is not limited to, anatomical conditions (tortuosity/calcification), stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other devices post deployment. The stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined.

Event description:
Device issue: stent fracture. Time of device issue: post procedure. Adverse event: none. It was reported via a trial that 3 years post stent implantation in the right internal and common carotid arteries follow-up x-ray revealed a grade 4 transverse, distal stent fracture with components malaligned. No restenosis was observed and the patient was asymptomatic. No treatment is planned. Though requested no additional information was provided.